Manufacturer narrative:
(B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) and blade were out of alignment intraoperative due to a bent insertion handle. The surgeon removed the nail and blade, replacing them with a new one of each. The surgery was completed successfully with a reported sixty (60) minute delay. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. (B)(4) manufactured the insertion handle, DHR 357.411 for trochanteric fixation nails and lot #6319156, a review of the device history records was performed and there were no mrr¿s, ncr¿s, or complaint related issues with this lot were found. The product was released to the warehouse on june 25, 2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: during a trochanteric fixation nail (tfn) procedure, the surgeon experienced difficulty inserting a helical blade into an implanted nail. The complaint description states: ¿¿it was noted that the insertion handle was bent which caused the nail and blade to be out of alignment. The nail and blade had to be removed and another nail and blade were used.¿ the returned components were assembled with known good mating components and the complaint condition was able to be replicated. The complaint is confirmed. The returned insertion handle (357.411 lot 6319156 mfg 6/2010), nail (456.322 lot 7912381 mfg 2/2015) and helical blade (456.306 lot 7846905 mfg 12/2014) were reconstructed with known good mating components (130 degree aiming arm, connecting screw, and helical blade inserter) to check for alignment and the misalignment was able to be confirmed. Next, the returned insertion handle was replaced with a known good instrument and the alignment was rechecked - correct alignment was achieved. When connected to the returned insertion handle, the proximal locking hole of the returned nail was misaligned (laterally and posteriorly), causing the helical blade to contact the anterior side of the hole. This misalignment caused damage to the anterior flute of the helical blade resulting in a 1mm wide by 1.5mm deep gouge, which is centered approximately 2mm from the edge of the flute. The drawings for the insertion handle were reviewed; the design, material, and finishing processes are appropriate for the intended use of this device. This complaint condition is the result of a deformed insertion handle. The instrument is five years old and is a multi-use device. When the nails are inserted, especially the longer lengths, the insertion handles transmit the load of the surgeon hammering the driving cap as the nail is fully seated in the intramedullary canal. Additionally, the surgeon often utilizes the insertion handle to rotate the inserted nail to ensure correct alignment of the helical blade path into the center of the femoral head. Over time, a combination of these axial and rotational loads can result in deformation, as seen in the returned instrument. The designs of these devices are adequate for their intended uses and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.